Event description:
It was reported that the insulin pump was submerged into a swimming pool and was no longer working. The customer received various alarms on the insulin pump, moisture was visible around the battery compartment and a constant tone was occuring. The customer's blood glucose was 62 mg/dl, which was treated by eating. She was advised to discontinue use of the pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip were noted. No constant tone or watchdog anomaly were noted. There was moisture damage on the electronic assembly.